Manufacturer narrative:
Engineering analysis: the returned device was not present in the shipping box. Only the icast box was returned and inner pouch. No stent delivery system was returned. As the details indicate that the balloon may have come in contact with a sharp calcification. It is noteworthy that the stent had to pass through an endograft prior to reaching the renal artery. It is possible that the balloon came in contact with one of the fixation barbs of the endograft. This cannot be confirmed without the device. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: as the details indicate the stent may have been punctured by the calcification. It is also possible the balloon came in contact with one of the fixation barbs of the endograft. The balloon burst data including in the lot quality inspection data shows that the minimum balloon burst value was 21.4 atm. This is well above the 12atm rated burst pressure of the product.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated MDR: 1219977-2015-00261.

Event description:
The stent was advanced and was taken into the renal artery and the balloon would not properly inflate and was leaking out contrast at low atmospheres. The vasculature was heavily calcified. The stent was then correctly deployed with another balloon. No harm to the patient.